Manufacturer narrative:
Submit date 04/21/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer has an issue with the q-trace electrodes. The customer reported that when she removed the electrodes from her skin, her skin was reddened, blistering, and itchy where the 10 electrodes had been placed. Additional information received by customer on (B)(6) 2010. The customer stated she was prescribed desoximetasone cream 0.25%, the patient used this medication as prescribed for two days, at which time, the patient reportedly sought advice from her pharmacist for the inability to urinate over a twenty-four period, the pharmacist reportedly advised her to discontinue use and to use cortazone10 cream in place of the prescribed cream.